Manufacturer narrative:
Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-06543. It was reported via (B)(4) that wire fracture and patient death occurred. The target lesion was located in the obtuse margin. A rotalink burr and a rotawire were used and advance to treat the target lesion. During rotablator pass in the obtuse margin, it was noted that the wire was fractured. The following day the patient died.